Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system is not booting up. Upon functional testing, the fse found that grabber card could not be recognized in the flexvision pc. The frame grabber captures the video from the allura system. The fse replaced flexvision pc and installed software. After replacement of flexvision pc and installed software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision pc would not power up. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.